Event description:
Operator was moving monitor suspension longitudinally during a procedure, when the monitor cradle separated from the boom and fell to the floor. An injury was not reported.

Manufacturer narrative:
A ge service representative performed an onsite inspection, it was determined that a pivot knuckle nut had unscrewed over time due to the absence of a cotter pin. Records verify that the cotter pin was in place when manufactured. It is suspected that the cotter pin was removed and not replaced during installation.